Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up of an asymptomatic patient, a loss of capture was observed on the atrial lead. It was determined that the lead had become dislodged. The lead was disabled and was then explanted and replaced. The patient was noted to be in good condition following the procedure.